Manufacturer narrative:
Device passed the displacement test and self test. No audio anomalies or hardware low level failures error alarms noted during testing. Audio levels changed when adjusted. No hardware low level failures error found in device history file. Audio or vibrate anomaly or absence of alarm not confirmed. Hardware low level failures error not confirmed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had beeping anomalies. The customer's blood glucose value was 120 mg/dl at the time of incident. Customer reports they did hear beeps when audio volume settings were saved. Customer reports they did not hear the differences between the two audio beep volumes customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis. The insulin pump will be returned for analysis.